Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a transmitter that unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with nordic bluetooth device: passed. The probable cause could not be determined via product.